Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable cardioverter defibrillator (ICD) had fluid in it. The patient also indicated there was a serious issue with one of their leads. Follow up for additional information with the clinic was attempted but not received. The patient also reported feeling chest pain. No patient complications have been reported as a result of this event.